Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. No motor position encoder error alarm on the alarm history screen. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 117 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.